Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. A syringe needle change was performed resolve the issue. Additionally, multiple cartridges leaked after filling with 2 units of insulin. A new cartridge was successfully loaded, and customer resumed insulin therapy. Customer's blood glucose was 125 mg/dl.